Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter was inflated but did not deflate. They caught this by testing the catheter before they put it in but, if someone puts one in, they may not be able to easily take it out when that time comes.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the reported event was confirmed use related because the product was pre-tested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the balloon on the foley catheter was inflated but did not deflate. They caught this by testing the catheter before they put it in but, if someone puts one in, they may not be able to easily take it out when that time comes.